Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device 0, 1, 2, 3, 4, 5, 6, 7, 8, 9 keys did not function. The cause was identified to be a failing keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump had a keypad issue. The 0, 1, 2, 3, 4, 5, 6, 7, 8, 9 keys did not function. No additional information is available.